Manufacturer narrative:
As received a complete lead was returned for evaluation in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray inspection did not find any anomalies. After cleaning, the helix could be extended and retracted, the full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
During a follow-up, it was noted that there was a decrease in sensing on the right ventricular (rv) lead due to a suspected micro-dislodgment. X-ray was performed and dislodgement could not be confirmed. A repositioning procedure was performed, however, during the repositioning procedure, the sensing decreased again. The rv lead was explanted and replaced to resolve the event. No adverse consequences were reported for the patient.